Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at site resulting in 12-20 units of insulin being delivered. Sugar and foods were consumed to address the event and was removed from the pump. Tandem's clinical diabetes specialist advised customer to consult a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received. Customer's blood glucose level was 87 mg/dl.